Event description:
It was reported that during a vascular stenting procedure, the deployment mechanism became blocked after half of the vascular stent was deployed. The deployment of the vascular stent could not be completed. Therefore, the partially deployed stent and the delivery system were removed as one unit; however, upon removal the vascular stent fractured inside the introducer sheath. The remaining portion of the fractured vascular stent and the introducer sheath were removed as one unit without incident. There was no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to release for distribution. No other complaints have been received for this lot number. The complaint sample was returned for eval. The delivery system was found to be completely disassembled. The stent was missing. Therefore, the reported partial stent deployment as well as the stent fracture could not be evaluated. The alleged blockage of the deployment mechanism could not be reproduced due to the condition of the returned device. There is no indication for a mfg related issue. Potential factors which may have led or contributed to the reported issue have been evaluated. Previous investigations of similar complaint have been reviewed. On the basis of the info received and the poor condition of the returned sample, a definite root cause could not be determined.